Manufacturer narrative:
A patient sample was not available for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys ft3 iii, elecsys ft4 iii assay, and elecsys tsh assay results for 1 patient tested on a cobas 8000 e 801 module compared to the competitor method. The e 801 module serial number was (B)(4). This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii results and medwatch with patient identifier (B)(6) for information on the ft4 iii results. The ft3 result was 12.9 pmol/l on the e 801. The ft3 result was 13.3 pmol/l with an "ab blocking tube" on the e 801. The ft3 result was 4.9 pmol/l on the competitor method. The ft4 result was 83.3 pmol/l on the e 801. The ft4 result was 68.2 pmol/l with an "ab blocking tube" on the e 801. The ft4 result was 12.6 pmol/l on the competitor method. The tsh result was 1.0 miul/l on the e 801. The tsh result was 1.28 miul/l with an "ab blocking tube" on the e 801. The tsh result was 3.3 miul/l on the competitor method.

Manufacturer narrative:
Additional relevant test/laboratory data was provided. Medwatch field relevant tests/laboratory data was updated.

Manufacturer narrative:
The data provided in the initial medwatch field relevant tests/laboratory data was on (B)(6)2019 the patient had a tsh result of 0.63 miu/l and on (B)(6)2019 the patient had a tsh result of 0.82 miu/l. This data was questionable because it did not fit the patient's clinical picture. The competitor method was provided as siemens centaur. Medwatch fields age or date of birth , date of event, relevant tests/laboratory data , other relevant history , and concomitant medical products were updated.